Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spinal procedure conducted at the user facility the system froze and had to be rebooted. The procedure was completed successfully without any adverse consequences to the patient or procedural delays.

Event description:
It was reported that during a spinal procedure conducted at the user facility the system froze and had to be rebooted. The procedure was completed successfully without any adverse consequences to the patient or procedural delays.